Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge dropped from 70% to 5% while connected to a power source. Subsequently, the pump battery fully depleted and the pump shut off. The customer's blood glucose was 231 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.